Event description:
While preparing a mouthpiece for dental impression, it was noted that the mouthpiece was broken. When inspecting other mouthpieces, five were noted to be broken. Mouthpieces to be replaced at no charge.

Manufacturer narrative:
Corrective action: elekta instruments ab issued an important notice (B)(4) "potential failure of the extend mouthpiece" to affected users instructing them the return the old mouthpieces to elekta instruments ab which will be replaced with new mouthpieces. The corrective actions have been identified within the important notice (B)(4) and fco (B)(4). No adverse events associated with this product malfunction.